Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Dexcom technical support advised patient to reset device on (B)(6) 2013. Patient stated they used a phone charger to charge the receiver instead of the recommended dexcom charger. Dexcom has issued an rga for patient to return device to be investigated.